Event description:
A sample barcode was misread while using summit sample handler. The sample barcode was read as "?0" instead of "21110p". No error message was given. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-02602-05.